Event description:
Caller reported that the pump battery would not charge. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Caller was using a tandem charging cable and had initially tried charging with an extension lead. Technical support advised plugging the pump directly into a wall outlet, which resolved the issue as the pump began charging, and no further assistance was needed.